Event description:
It was reported that the patient had an allergic reaction to the implanted system. A new lead was implanted on the patients left side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.